Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaw hinge came off the joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The probable root cause is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.